Event description:
It was reported that the patient underwent surgery to treat end-stage degenerative disk disease l5-s1 causing intractable low back pain, and bilateral neural foraminal stenosis l5-s1 due to segmental collapse. The patient underwent tlif at l5-s1 using locally-obtained autograft, cortical cancellous allograft, rhbmp-2/acs, an interbody device, and posterior instrumentation. No complications were noted. 219 days post-op, the patient presented with persistent low back pain. An MRI was interpreted as follows: "there is a moderately large t2 hyperintense fluid collection extending from the posterior margin of the cage within the disk space posteriorly, within the ventral epidural space and then to floor the left laterally partially encompassing the left s1 nerve root sleeve as it exists the thecal sac just above the left s1 lateral recess. The fluid collection extends laterally within the medial aspect of the left l5-s1 intervertebral foramen resulting in moderate foraminal stenosis, and posteriorly toward the defect in the left l5 lamina. - also in this region, postcontrast scans reveal enhancement encircling the left s1 root sleeve which lies posterior and medial to the fluid collection. The fluid collection is also peripherally enhanced. Also of note, the portion of the ventral epidural fluid collection that crosses midline toward the right extends into the posterior aspect of the l5 vertebral body, there is bone erosion f the posterior cortical vertebral margin in this region. This fluid collection also appears to extend ventrally along the basivertebral venous plexus. High t2 signal is present within the posterior paraspinal musculature in the area of the operative fusion. This likely represents areas of fibrosis, there is no evidence of posterior paraspinal fluid collection." (B)(6) days post-op, the patient presented for an MRI scan which was interpreted as follows: "l5-s1: extradural fluid collection - this causes some deformity of the traversing left s1 nerve root although better seen on the recent MRI. Canal stenosis is mild. There is moderate left neural foraminal stenosis, again better seen on MRI."

Manufacturer narrative:
(B)(6). (B)(4). Review of MRI shows a fluid collection which begins behind capstone spacer and expands into left neuro foramen. Much of this is osteolysis as it occupies the posterior 20% of the left l5 body. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre op diagnosis: end-stage degenerative disk disease l5-s1 causing intractable low back pain. Bilateral neural foraminal stenosis l5-s1 due to segmental collapse and underwent following procedures: transforaminal lumbar interbody fusion l5-s1 with locally-obtained autograft, cortical cancellous allograft, and rh bone morphogenic protein. Insertion of an intervertebral cage device l5-s1 for the purpose of transforaminal lumbar. No intra-operative complications were reported.